Manufacturer narrative:
Received one (1) used 15443-31 primary plum set for inspection. As received, the filters on the inline filter were wetted out with prior infusate. The set was tested per product specification. There was leakage from the inlet and outlet filter vents of the 1.2 micron filter. The reported complaint of leakage can be confirmed on the received one (1) used 15443-31 primary plum set. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved primary plum set, 15 micron filter in sight chamber, clave secondary port, 1.2 micron filter, polyethylene lined light resistant tubing, secure lock, 259 cm. The reporter stated that a leak was observed in the filter of the total parenteral nutrition set and nutrition was suspended and delivered to the pharmacy along with the set. There was patient involvement, however no one was reported harmed as a result of this event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.